Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon indicated that there was no malfunction of the explanted valve. Unfortunately, the device has not been returned to edwards for analysis. There is currently insufficient information to conclusively determine the root cause of this event. No further actions are possible at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted due to an lv rupture, after weaning the patient off cardiopulmonary bypass (cpb). Per the op report, this patient presented with mitral stenosis and regurgitation of her native valve. Therefore, mitral valve replacement was scheduled. The valve was sized for a 29 mm edwards magna ease valve. Not only did the barrel of the sizer into the left ventricle easily, but the flange around the upper end of the sizer also went into the left ventricle easily. The valve was seated into place. After weaning the patient off cpb, there was excellent valve function with no mitral regurgitation. However, at this time, blood began to well up from the pericardium. It appeared that this was coming from a tear in the epicardium posteriorly over the pda distribution. However, the entire epicardium appeared to have been lifted up by high-pressure blood, and the surgeon did not believe that the bleeding source was where the blood was exiting the epicardium. Echocardiography at this time suggested leaking near the mitral valve, through the left ventricle. Therefore, the patient was placed back on cpb and the subject device was removed. Evaluation at this point demonstrated a trench in the posterior lv wall; this was clearly the source of the bleeding. A bovine pericardial patch was utilized to repair this issue and a smaller edwards valve was implanted (25 mm). Per follow up with the surgeon, this event was not related to a malfunction of the explanted valve. No other details provided.